Manufacturer narrative:
The pump was returned to animas. Evaluation revealed a misaligned display screen and partially dislodged force sensor pins. Review of the pump download history revealed loss of prime alarms associated with zero force. An "ezprime" operation was performed and during the load step the pump did not detect the cartridge.

Event description:
Evaluation revealed a misaligned display screen and partially dislodged force sensor pins.